Event description:
The site reported the following: a patient was an admitting diagnosis of coronary artery disease was undergoing an interventional procedure on her coronary bypass graft when approximately 1-2 mls of air was visualized on the angiogram. The patient experienced no reflow in the graft and required medical intervention including percutaneous transluminal coronary angioplasty, stent implantation, and extraction of clot.

Manufacturer narrative:
A system service check of the injector, performed on (B)(4) 2012, confirmed the injector was operating within medrad specifications. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were reportedly in use during the event were discarded by the site; however, the site did report the lot number of the spat in use. A retain sample of the spat was obtained by product analysis for functional testing which confirmed that the product performed to specification. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings and catheter before connecting to the patient. Additional applications training has been offered, accepted by the site, and will be scheduled at a future date.